Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The following data was provided (customer¿s normal range is <14 ng/l): sample ID (B)(6) initial result was 42, repeat, on another analyzer, was <2.7 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated alinity I stat high sensitive troponin-I result on the alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr found the pm sensor, tested, short cable, part number a-204217-02, and the alinity pipettor probes, list number 03r96-01, needed to be replaced, which resolved the customer¿s complaint. The fsr performed a quality control (qc) precision run to verify module performance. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The following data was provided (customer¿s normal range is <14 ng/l): sample ID (B)(6) initial result was 42, repeat, on another analyzer, was <2.7 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.